Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the barrel was cracked and affected flow with a bd syringe s2 5 ml 22 ga 1-1/4 in bd (B)(6). This occurred on 5 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: during using, it was found that the barrel cracked and the gas-tightness was affected.

Manufacturer narrative:
Investigation: bd was provided with a photo and sample for catalog 301942 lot 1810132 to investigate for this record. Visual inspection of the returned sample presented the barrel wall broken. As a result, bd was able to verify the reported issue. After analyzing the returned sample and discussing with our manufacturing technicians in charge of these product lines, bd has concluded that the broken barrel was produced in the primary packaging machine, in the syringe feeder station, due to an incorrect alignment of the syringe produced the rupture of the barrel. DHR showed no indication of the alleged defect.

Event description:
It was reported that the barrel was cracked and affected flow with a bd syringe s2 5ml 22ga 1-1/4in bd china. This occurred on 5 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from chinese to english: during using, it was found that the barrel cracked and the gas-tightness was affected.